Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was the manufacturing representative (rep) was having difficulty with the wireless recharger (wr). It connected to the implant briefly to show that it's recharging but then disconnected shortly after. Resetting the recharger didn't change anything. The implant site is red and tender. The rep repositioned the recharger multiple times but each time it connects and then disconnected shortly after. It was suspected that the implant site might be an issue. The rep will contact the healthcare provider (hcp) to inspect the implant site and perhaps they will take an x-ray to confirm the implant position. The rep received a 1707 error code while trying to recharge. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2022 (B)(4) (rep): additional information was received from a manufacturer representative (rep). The rep reported that the patient is scheduled for pocket revision tomorrow morning. The patient had x-ray done and confirmed the micro has flipped to its side, the hcp attempted to manually move the device parallel but was not successful and patient was uncomfortable during the procedure. The physician also tried to press the wireless recharger against the patient's ins without the belt, caller reports the recharger would connect and then a few minutes later the recharger would lose connection, caller reports this has happened twice. Caller reports this has been done with the same recharger. Caller believes the wireless recharger is working fine. The rep reports about 1 week ago, ins battery level was at 20%. Caller reports ins was fully charged pre-op. On (B)(6) 2022, the rep states in the case today they put ins in sterile glove and made sure it would connect before they closed the pocket. (B)(6) 2022 (B)(4) (rep): additional information was received from a manufacturer representative (rep). The rep reported that they were at a ins/pocket revision and asked if a tyrx pouch could be used. Tss reviewed information from the tyrx manual.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep called and asked if there is specific guidance regarding placement of the ins in the pocket vertical vs horizontal. Troubleshooting reviewed implant manual only specifies depth. Caller mentioned this rtg in context of question and noted the pt's device was not charging 2 weeks post-initial implant so they did a pocket revision today (doc had noticed via xray that the ins was flipped on its side and that was the reason for the revision). Caller stated doctor noted that, using a ruler, the pocket depth was about an inch. Caller stated in the case today they put the ins in with sterile gloves and made sure it would connect before they closed the pocket. Additional information was received from a manufacturer representative (rep). Caller inquired about micro being depleted and battery capacity - troubleshooting reviewed that passive recharging may be needed in order to charge ins normally but the depletion shouldn't affect battery capacity due to the battery chemistry. Caller reiterated information about revision yesterday and that ins was flipped on it's side so that's why it wasn't staying connected to recharger. Caller stated patient is scheduled for follow-up appointment in 2 weeks.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp again reported that the revision resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the revision did resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.